Manufacturer narrative:
(B)(4). The customer reported ECG pads failure during op check. There was no pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported ECG pads failure during op check. There was no pt involvement.